Event description:
Caller states that he would received readings in the 300's mg/dl, take insulin based on those results, and 30-60 minutes later have low blood glucose symptoms and test in the 20's mg/dl. No medical attention sought. No quality controls were used. No strip information provided. Requested return of suspect device and replacement was sent.